Event description:
It was reported that the patient received multiple inappropriate shocks for oversensing. An alert also triggered for lead impedance that has fluctuated and is now high. It was noted that there was a possible lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) - performance data was collected from the device and revealed that there was high resistance/impedance, the patient alert for rv.pace lead z> 3000 ohms triggered on (B)(4) 2012 03:00:02. Weekly pace measurement log data show various spike increases for max v.pace= 432 to 3296 ohms peak between (B)(4) 2011 and (B)(4) 2012.